Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon noted more wear than expected on poly insert, when performing patella resurfacing. Replacement poly inserted.

Manufacturer narrative:
Corrected data: device was returned. An event regarding wear involving a scorpio insert was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report (mar). The mar concluded "delamination, burnishing, scratching and third-body indentations were observed on the condyles. These are common damage modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined". Medical records received and evaluation: a review of the provided x-rays and medical notes by a clinical consultant concluded: procedure-related factors: baseplate malposition in excessive posterior slope (>9°). Patient-related factors degenerative disease progress in patello-femoral joint as indication for revision surgery. Obesity (bmi = 35) as mild secondary factor. Device-related factors: none. Diagnosis: baseplate malposition in excessive posterior slope (>9°) contributed to flexion instability of the knee increasing poly wear, consistent with the primary arthroplasty report and radiological findings. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant concluded. "Baseplate malposition in excessive posterior slope (>9°) contributed to flexion instability of the knee increasing poly wear, consistent with the primary arthroplasty report and radiological findings.". The mar performed also concluded that "delamination, burnishing, scratching and third-body indentations were observed on the condyles. These are common damage modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined" no further investigation for this event is possible at this time if further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon noted more wear than expected on poly insert, when performing patella resurfacing. Replacement poly inserted.